Event description:
The reporter stated the surgeon inserted and removed an aa4203tl toric silicone single piece lens during the same surgery due to a hole in the posterior capsule. The incision was enlarged to remove the lens and another lens was implanted. A suture was required to close the incision. A vitrectomy was not performed. The reporter stated the hole in the posterior capsule occurred during the phacoemulsification procedure using a competitor's phacoemulsification system. The reporter stated the hole in the posterior capsule was not caused by the lens.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector and cartridge were not returned for evaluation.